Manufacturer narrative:
The catheter was inserted and withdrawn from a stock 8.5 f introducer with no resistance or anomalies noted. Further investigation revealed the electrodes were displaced, the paddle was out of plane and the pellethane tubing was torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty remains unknown. The cause of the torn pellethane tubing, displaced electrodes, and out of plane paddle are consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming exposed internal components on the catheter.